Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
As reported to arjo, the maxi move passive floor lift dropped suddenly 6-10 inches when a patient was elevated above a bed - a loud thud was heard by nursing staff. No injuries for the resident/patient, nor caregiver resulted from this event.

Manufacturer narrative:
An investigation is in progress. Service history of the involved lift is received from sales and service unit being verified. A final report is to be provided till 2018-02-24.

Manufacturer narrative:
When reviewing similar events for the maxi move passive floor lift, we have found a limited number of cases suggesting a relation to the currently reported event - sudden drop of the maxi move spreader bar along with the mast. On (B)(6) 2017. Arjohuntleigh became aware of an event which occurred with the involvement of a maxi move passive floor lift at extendicare elmview customer facility located in regina, sk, canada. The caregivers choosen arjohuntleigh maxi move lift for the resident transfer . When the resident was lifted and positioned above a bed, the lifting arm suddenly dropped of about 6 to 10 inches. No injury was sustained. The customer facility was visited by an arjo representative to examine this device and to obtain more details about the incident. A nurse being in a shift at the time when the event occurred informed that she heard a loud thud from the room. The person who operated the lift admits that actuator belts (otherwise straps) were loose or unraveled. The device was found in general good condition. The functional test revealed that anti-crush micro switch (responsible for stop movement in situation when lift will be lowered or lift under the obstruction ) was stuck. Although the mast actuator was fully operational, it was replaced due to fact that actuator was noisy during lowering/raising the lift. In course of this investigation, it has been tried to establish the most likely root cause of the failure reported by the customer - sudden drop of the maxi move spreader bar along with the mast with uncontrolled speed. The lift was thoroughly inspected after the event and it was found that the anti-crush switch was sticking occasionally. This malfunction did not have any relation to the issue reported by customer - a faulty anti-crush system would not be likely to cause or contribute to a sudden drop of the device as was reported in this complaint. No damage of mast actuator was detected - it was functioning. Looking at the service records of the device provided by the us ssu representative, a mast actuator has never been replaced. Only known parts of the maxi move lift which may generate some loose and a potential drop (except from a mast actuator) are the lift straps, if they are slack. Since they support the jib and spreader bar, they cannot be slack according to device labeling. An only possibility that lifting arm can lower uncommanded (mechanically), with no fault with mast actuator found is to load a spreader bar onto rigid surface/obstruction and keep lowering. This can create slack on the straps and if the obstruction or the lift itself is pulled away, the lifting arm will drop but only to the point where the lift has lowered to. It was confirmed by the involved nurse that the straps were "loose or unraveled".her statement is aligned with a presented scenario. Please note that instruction for use 04.km.00/1gb april 2006 contains warning: "warning: before and during operating the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib." Based on the quoted above warning, the reported issue can be related to not following the product labeling. Please note that at time of the incident the device was in usage for about 11 years. To sum, an arjohuntleigh device was being used for a patient handling when the event occurred. The device played a role in a reportable event. The sudden drop of the device was reported - in this regard, the floor lift did not meet its performance specification.